Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, stating they had the transduced ap on the screen and cannot aspirate or flush the line in standby. The esp personnel reviewed that another ap source is needed instruct him to connect the rfa ap line to the cardiosave. User stated that he will perform this step and will call back if any further assistance is required. We did not received any call back. No harm or injury reported.